Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink solution sets would not prime. The event occurred during priming. There was no patient involvement. No additional information is available.